Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter was ¿not working properly¿. No further details were provided at this time. Reporter claimed obtaining message of redo test with test strips he no longer had. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.